Event description:
As reported, upon opening the 7f 078 al 1 vista brite tip catheter was found that the tip had cracked. The device was not implanted/used in the patient. No adverse event occurred. The product was stored according to standard consumable storage requirements, with no exposure to light or improper storage conditions prior to the procedure. The external packaging remained intact and was not subjected to any sterilization processes outside of standard conditions. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.